Manufacturer narrative:
Date of report: incorrect date reported. Date is 06/13/2019. Hospital is noted to be a no-return site and device will not be returned to manufacturer for analysis.

Event description:
Information was received that the hospital at which the patient's device was explanted has a policy is to not release any explanted devices and therefore will not be returned for analysis. No additional relevant information has been received to date.

Event description:
A report was received via implant form from a patient's generator replacement surgery that a patient's lead was replaced due to "high impedance - electrode malfunction". Explanted lead has not been received to date. No additional relevant information has been received to date.